Event description:
Reporter indicated that the patient was experiencing an increase in seizures above pre-vns baseline, and more intense seizures. It was reported that the increase in seizures was seen after the patient started school. The physician stated that he had ramped the patient's device settings up at a faster rate than he typically does for other patients. Further follow up with the physician revealed that the seizures may be related to stress since the patient recently started college, however the relationship to vns therapy was still not known. Additionally, it was reported that device diagnostics performed following the onset of the increase in seizures indicate normal device function. The physician additionally indicated that the device settings will be decreased and the medication will also be adjusted to help with the seizures.